Event description:
Information received indicates while performing preventive maintenance on the bed the technician could not get a good ground reading.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.